Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer called to get the pump working because she was unable to rewind it. Found that the pump had an off no power alarm which was why it wasn't rewinding. Instructed to insert a new battery and call back if needed. Customer did not feel the need to troubleshoot. The customer called back with new battery needed to assist to clear out battery out limit alarm. Set time/date. Confirmed basal rates are intact. Pump passed self test.